Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system y-type blood/solution sets were leaking "at the connection" during a blood transfusion. This issue was identified when the blood transfusion was almost complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph, using the naked eye, which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not clearly observed via the photograph provided. Therefore, the reported condition was not verified. Due to the nature of the sample, no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.